Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details, demographics regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (ethibond excel suture and stratafix spiral suture) involved caused and/or contributed to post-operative complications (including pop-q stage ii, post-op pain, constipation, rectocele, rectal expulsion pressure, rair , post-op dd, hematoma and ssi) described in the article? Please specify. Does the surgeon believe there was any deficiency with the ethicon products (ethibond excel suture and stratafix spiral suture) used in this procedure/study? If yes, please provide patient demographics for the patients that experienced the post-operative complications ( pop-q stage ii, post-op pain, constipation, rectocele, rectal expulsion pressure, rair , post-op dd, hematoma and ssi) ) and details of events if available. Was any medical/surgical intervention provided for post-op complications described in the article? Please specify. Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Please provide, if possible, type, product code or lot number of ethicon sutures used in this study. Citation: journal of gastrointestinal surgery (2020). Doi: https://doi.org/10.1007/s11605-020-04823-z. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. Events were submitted via 2210968-2021-03839.

Event description:
Title: laparoscopic ventral mesh rectopexy versus transvaginal posterior colporrhaphy in management of anterior rectocele. The aim of this single-center, retrospective review of prospectively collected data is to compare the outcome of transvaginal posterior colporrhaphy (pc) and lvmr in treatment of anterior rectocele in terms of anatomical correction, improvement in defecatory and sexual symptoms, and the impact on the quality of life. Between january 2017 to march 2019, a total of 231 female patients (mean age = (B)(6) years) with anterior rectocele associated with obstructed defecation syndrome (ods) were included in the study. Patients who required concomitant repair of internal rectal prolapse or incomplete uterine prolapse and were candidates for lvmr were also included. Laparoscopic ventral mesh rectopexy (lvmr) was performed in 72 female patients (mean age = (B)(6) years) using mesh from competitor, which was affixed to the ventral aspect of the distal rectum using 2-0 polyester suture (ethibond excel, ethicon). The mesh was then affixed to the lateral seromuscular border of the rectum and pelvic floor on both sides of the rectum using ethibond sutures. Afterwards, the mesh was affixed upon the sacral promontory using either 2-0 ethibond sutures or 5-mm permanent tacks (competitor). Finally, the peritoneum was closed over the mesh using 2-0 spiral knotless polydioxanone monofilament suture (stratafix, ethicon inc., USA). Reported complications included pop-q stage ii (n=9); cleveland clinic constipation score (cccs) of 7.6 ± 1.9 at 6 months postoperative (n=?); cleveland clinic constipation score (cccs) of 6.0 ± 2.3 at 12 months postoperative (n=?); pisq-12 score of 35.5 ± 3.4 at 6 months postoperative (n=?); pisq-12 score of 39.3 ± 2.8 at 12 months postoperative (n=?); patient assessment of constipation quality of life (pac-qol) dissatisfaction score of 24 ± 6.3 (n=?); pelvic floor impact questionnaire (pfiq-7) score of 13.6 ± 5 (n=?); postoperative urinary impact questionnaire (uiq) score of 0.6 ± 1 (n=?); postoperative pelvic organ prolapse impact questionnaire (popiq) score of 5.8 ± 3.8 (n=?); postoperative colorectal/anal impact questionnaire (craiq) score of 7.2 ± 3.5 (n=?); postoperative pain vas of 7.3 ± 1.2 at 6 h (n=?); postoperative pain vas of 3.7 ± 0.9 at 1 week (n=?); postoperative rectocele size of mean 0.7 ± 0.5 (n=?); postoperative maximum resting pressure of 46.5 ± 6.2 (n=?); postoperative maximum squeeze pressure of 93.7 ± 16.9 (n=?); postoperative rectal expulsion pressure of 68.1 ± 13.0 (n=?); postoperative rair of 37.1 ± 12.3 (n=?); postoperative dd of 78.6 ± 13.8 (n=?); postoperative maximum tolerable volume of 132.5 ± 24.7 (n=?); hematoma (n=2) which was managed conservatively; and ssi at port site incisions (n=2) which were managed conservatively. In conclusion, pc and lvmr are both effective treatment options for treatment of anterior rectocele. Lvmr was associated with better anatomic correction and greater improvement in constipation, sexual symptoms, and quality of life as compared with pc. Although lvmr had a longer operation time than pc, the complication rate of the two procedures was comparable.